Manufacturer narrative:
Occupation is patient/consumer. The consumer did not squeeze tube the tube while stirring the swab in the test tube 10 times. He also rubbed the swab against the side of the tube to express the liquid from the foam swab. Product labeling states: "squeeze the tube at the bottom and hold it tight. Then stir the swab more than 10 times. This is to transfer the biological material from the swab to the liquid. Remove the swab while squeezing the sides of the tube to extract the liquid from the swab. Warning! Failure to squeeze the tube can lead to incorrect results due to excess buffer in the swab." The case has been sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test. The consumer experienced symptoms of feeling feverish, shortness of breath, and fatigue. The date the consumer's symptoms started was not provided. On (B)(6) 2022 at 8:00 pm the consumer performed a covid-19 at-home test and the result was negative. The consumer questioned the negative result due to having symptoms. On (B)(6) 2022 at 10:00 am the consumer performed a covid-19 at-home test and the result was positive. A pcr test was not performed. No other information can be provided. No additional information about treatment and outcome was provided.